Event description:
Distributor reported on behalf of the user facility that the device was in place in use with patient and the loss of resistance syringe component was not providing proper feedback during epidural placement. According to reporter, the patient had dura puncture resulting in mild headache and was treated with oral analgesics. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.